Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, pain and inflammation in the armpit. Later, healthcare professional reported "pain" and "ruptured". This record is for the left side. Device was explanted.